Manufacturer narrative:
If explanted, give date: not applicable as to date, the lens remains implanted. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a male patient had complaint of ghosting, double vision, halos and glare in both eyes implanted with model zxr00 intraocular lenses. The lenses remain implanted and no explant/secondary surgery or medical interventions are scheduled. Patient symptoms started (glare) on (B)(6) 2016. Visual acuity pre implant, left eye (os): 20/70 sans correction (sc). Visual acuity post implant, left eye (os): 20/40 sc. No further information has been provided. This report pertains to the left eye (os). A separate report is being submitted for the right eye (od).

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.